Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered an esophageal ulcer requiring an unspecified intervention. Ablation was performed per protocol, using 20 watts for 20 seconds with ablation index (ai) upper limit of 300 near the esophagus. Procedure was completed without incident. On post-procedure day 2, the patient reported difficulty swallowing food. Esophageal ulcer was confirmed via echocardiography. An unspecified intervention was performed. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. Factors cited that may have contributed to the adverse event include the patient¿s age and possible thin cardiac wall. Physician indicated that since this case was the first occurrence of this type in this unspecified setting, the relationship with the ai has not been established. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. There were no issues or errors reported on any bwi products or equipment during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. Generator was set on power control mode at 20 watts for 20 seconds with ai upper limit of 300 during ablation near the esophagus. There is no information regarding additional esophageal injury prevention modalities. There is no information regarding other generator parameters, other generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury.